Manufacturer narrative:
Concomitant medical products: 4568-45 lead implanted: (B)(6) 1998, 4068-58 lead implanted: (B)(6) 1998, 6935m-62 lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a few weeks after the implant procedure, the patient had surgery to "fix" a lead. The lead remains in use. No patient complications have been reported as a result of this event.